Event description:
A malfunction occurred, identified by the code "malf 9," and was initially not reset by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.